Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they delivered a bolus and it was not show up in the history and they never got it. The customer's blood glucose was unknown. The troubleshooting was declined by the customer. The insulin pump will be returned for analysis.